Event description:
It was reported the catheter curled up and it was impossible to insert it in the artery. During removal, the seldinger turned itself, damaging the vessel. There were no pt complications reported.

Event description:
It was reported that the catheter curled up and it was impossible to insert it in the artery. During removal, the seldinger turned itself, damaging the vessel. There were no pt complications reported.